Event description:
A balloon developed a pin hole leak on the first inflation during an iliac angioplasty. An inflation gauge was not used. Another balloon was used to successfully complete the procedure without pt complications. Theis device was returned, evaluated and retained by this MFR. The engineering eval revealed a pin hole leak located over the proximal radiopaque marker. Microscopic exam revealed the balloon surface was wrinkled and scratched. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Since co's follow up indicated this balloon was inflated without the use of a pressure gauge and this device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface, co believes these factores contributed to this event and does not attribute it to the device. Directions for use state: "it is essential that an inflation device with a pressure gauge (co catalog number 15-101 or its equivalent) be used to monitor pressure within the balloon to determine the adequate dilating force is applied while not exceeding the maximum limits of the product...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."